Event description:
It was reported that during the superion indirect decompression system implant procedure the lobes of the implant bent. The device was replaced with a new implant and the procedure was completed.